Event description:
It was reported that the patient's heart rate has increased "more than fourfold" when working in a particular location in the patient's lab. The patient suspected electromagnetic interference (emi) from the lab equipment. The patient's implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead implanted 2014 (B)(6). (B)(4).